Event description:
Had a lasik procedure completed that resulted in reduced vision in my left eye and improved vision in my right eye. In the process of creating the corneal flap, the entire cornea came loose and had to be stabilized with a contact after the procedure. The complication was labeled normal, and my claims of blurred vision and poor outcome were not taken seriously by the facility that completed the procedure. However, I am a nurse and had a chance to speak with an ophthalmologist regarding the procedure. The ophthalmologist attributed the poor outcome entirely to the error of the unsuccessful flap creation in the left eye for the laser. Lasik surgery in 2007 laser.